Event description:
It was reported that the tube became detached from the device. Approximately 100cc-150cc of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported and no medical intervention required.

Event description:
It was reported that the tube became detached from the device. Approximately 100cc-150cc of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported and no medical intervention required.

Manufacturer narrative:
The unit was not available to stryker puerto rico (spr) for evaluation since it was contaminated and not returned by the customer. Therefore, the condition was not confirmed. Device was not returned.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received.